Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to an unspecified surgery, the cusa excel 23khz angled handpiece (c2601) was defective. The exact device malfunction is not known, but the patient was prepared/under anesthesia at the time, there was increased surgical time as a result. The handpiece was used with an old console cusa excel8, which is not repairable. Additional information received from the customer: "the surgeon does not want to answer the questions "your sales rep informs me that no repair is possible on our device because you have declared it obsolete. Your questions are therefore irrelevant." The surgeon does not want to answer the questions."

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz angled handpiece (c2601) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Due to lack of information, it is not possible to give a possible root cause. Should the handpiece be returned for analysis the complaint will be reopened, and evaluation will be completed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.